Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leak(s) were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that four (4) units were leaking (previously reported as an unspecified quantity). The device was manufactured 04/20/2018 - 04/24/2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph and no leak was observed on the photograph. The reported problem could not be verified based on the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The four (4) samples were not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.